Manufacturer narrative:
The actual complaint product was not returned for evaluation. Upon completion of the investigation; a follow-up report will be filed. All information reasonably known as of 22jul2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by o&m halyard, inc. Represents all of the known information at this time. O&m halyard, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported by the customer who stated, " the back-table cover (btc) is linting & leaving specs in the eyes. " multiple good-faith attempts have been made to the customer who is unwilling to provide additional information related to this report. It was originally reported that the (btc) was identified to be linting and material was linting into the patients' eye requiring removal. The total number of occurrences could not be confirmed. Additional information was received on 01jul2019 that states, there were six instances where the back table cover is linting and leaving specs in the patient's eye and will be captured in this MDR. The additional five incidents are reported under (B)(4). Additional information was requested but not received.

Event description:
It was reported by the customer who stated, " the back-table cover (btc) is linting & leaving specs in the eyes. " multiple good-faith attempts have been made to the customer who is unwilling to provide additional information related to this report. It was originally reported that the (btc) was identified to be linting and material was linting into the patients' eye requiring removal. The total number of occurrences could not be confirmed. Additional information was received on 01jul2019 that states, there were six instances where the back table cover is linting and leaving specs in the patient's eye and will be captured in this MDR. The additional five incidents are reported under (B)(4). Additional information was requested but not received.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 06sep2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by o&m halyard, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to o&m halyard, inc. O&m halyard, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.